Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, kentucky, 00000 USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1069, FDA patient problem code: 2199.

Event description:
It was reported that the unspecified bd¿ needle broke off during use. The following information was provided by the initial reporter: "he is a consumer calling with a product complaint on bd needles that he is currently using. He could not provide a product number, but says the needles fall off every time he injects, causing him to waste his medicine"

Event description:
It was reported that the unspecified bd¿ needle broke off during use. The following information was provided by the initial reporter: "he is a consumer calling with a product complaint on bd needles that he is currently using. He could not provide a product number, but says the needles fall off every time he injects, causing him to waste his medicine"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for cannula separates.